Manufacturer narrative:
This event was originally reported under pi-(B)(4), MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022, the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: it was reported that on (B)(6) 2019 variations in pump speed were noted. The patient was admitted due to suspected thrombosis with a lactate dehydrogenase (ldh) of 900 u/l and pump power exceeding 5 w. They also experienced infection. Venoarterial extracorporeal membrane oxygenation (va-ECMO) with membrane oxygenation was performed. A pump pocked infection was concomitant, and therefore the pump was stopped on (B)(6) 2019 and an occlusion of the outflow graft was removed. An indwelling intracardiac pump catheter for circulatory support was inserted due to the infection, suspected blood clot, and increase in ldh and pump power, though the direct cause was unknown. On (B)(6) 2019 the pump pocket infection had improved and the pump was removed to a jarvik 2000 pa left ventricular assist device. The device infection recurred and could not be controlled. The patient subsequently experienced sepsis/septicemia and multi-organ failure and expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of pump thrombus. A specific cause for this finding, as well as the reported event of infection, could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists device thrombosis, hemolysis, and infection (driveline or pump pocket) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 17 of this document also provides details regarding the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis as well as how to respond to such events. Additionally, this section includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook is also currently available. This handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut 1¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief were returned in two pieces with the proximal portion detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft hardware. Upon disassembly of pump, a red, ring-like deposition was found surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while vad-19717 was supporting the patient. Additionally, soft, wet, tissue-like depositions were found situated adjacent to the outlet bearing ball. Similar depositions were found on the mid-section of the rotor. These thrombi lacked laminated layering, suggesting that they did not initially develop in the outlet stator or rotor; however, their specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombi were not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that they was not present in the pump for a prolonged period of time. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU document 105747ja-jp, rev. B is currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 17.4 of this document also provides details regarding the recommended anticoagulation therapy and inr range. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file to this event.

Manufacturer narrative:
Describe event or problem : referenced pump exchange and infection were captured in medwatch report. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had high lactate dehydrogenase (ldh). Pump thrombosis was suspected. Pump was explanted and patient was exchanged to another manufacturers device. Pump was sent for evaluation. No further information was provided.